Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Unit passed the self-test, rewind test, prime/seating test, basic occlusion test, force sensor test. Unable to perform the displacement test, and occlusion test. Unable to lock p-cap into place due to missing retainer ring. Unit successfully downloaded to thus for history files and traces. Pump was cut to perform visual inspection found moisture damage on the electronic assembly and force sensor. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, stained serial label, detached retainer, missing o-ring (reservoir tube). No current code is not confirmed.. Cosmetic damage is confirmed at the retainer ring. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a damage on the retainer ring. The customer reported no adverse event. The event involved in the product was mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712kl was returned for analysis.